Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 650cc gel breast prosthesis, catalog #3506504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 650cc gel breast prosthesis that possibly ruptured after implantation. The patient reported that an ultrasound showed that the right breast prosthesis is intact, but she requested a second opinion. The right breast is smaller than the left breast according to a visual examination performed by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 19-apr-2022, mentor received additional information about the event: the patient developed capsular contracture in both of her breasts post implantation (baker grade iii in left breast, baker grade ii in right breast). The patient underwent bilateral explantation on (B)(6) 2021. It was reported that both breast prostheses were removed intact. This is the report for the patient¿s right breast prosthesis. Per additional event information received, block b1 ¿is product problem¿ no longer applies to this report. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. - the patient reported that the right breast is now visibly indented. - the patient reported that she is suffering from a myriad of illnesses due to the alleged rupture of the suspect medical device. Manufacturer¿s reference number: (B)(4).